Manufacturer narrative:
Device passed displacement test, rewind, seating, basic occlusion, force sensor, occlusion and self test. No unexpected software error detected and the motor arm cannot communicate with the main arm alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, motor arm unable to communicate with the main arm and software error detected alarm on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via manual injection and insulin pump. Customer was able to clear the alarms, complete the rewind process and pass the self test. The insulin pump will not be returned for analysis.